Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. Additionally, it was reported that basal history was missing data. There was no reported impact to the customer's blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged missing data issue could not be verified.